Manufacturer narrative:
According to the customer contact, during an inguinal hernia repair "the penrose drain broke in two." It was reported that all pieces were retrieved from the patient. Due to this, a new drain was used and the procedure was completed. According to the customer contact, there was no injury to the patient and the patient was later discharged. The device was returned for evaluation and the defect was confirmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Broke inside patient and had to be retrieved.